Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The physician elected to monitor the patient. The patient was in stable condition.